Event description:
On (B)(6), an intra-aortic balloon (iab) catheter was inserted into the pt. On (B)(6), after approximately 30 hours of counter-pulsation therapy, the pt was on maximum amount of vasopressor support. At this time, the family decided to make the pt a dnr (do not resuscitate), stopping all therapy and providing comfort care to the pt. At approximately the same time, the rn reported that the pump was alarming "check iab catheter", and blood was seen in the catheter extender tubing. The pump was placed on standby and all artificial therapies were stopped. The pt expired on (B)(6) 2013 and the iab catheter was removed at that time.

Manufacturer narrative:
The intra-aortic balloon catheter was returned for evaluation on (B)(4) 2014 and sent for decontamination prior to testing. A 4psi underwater leak test was performed on the device and a leak was found on the membrane approximately 1.3cm from the rear seal, measuring 0.025cm in length. Examination of the leak site under a microscope revealed a rough white patch around the penetration, indicating that this was an abrasion leak. Abrasion leaks typically occur when calcified plague in the aorta wears away at the membrane material after several hours of pumping. This is not an unexpected outcome of iab therapy. Our instructions for use state in section IV adverse effects: "a. Balloon membrane perforation may be caused by contact with calcified plaque resulting in abrasion of the surface and eventual perforation." A hospital representative reported that the death of this pt was not attributed to the product.